Event description:
A healthcare professional reported that the ophthalmic cutting knives had an issue. Procedure details and patient impact were not provided. Additional information has been requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections b.2, h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event issue with knives are not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 2523835-2024-02040. The manufacturer internal reference number is: (B)(4).